Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the stimulation output changing unexpectedly was unknown, but it didn¿t happen after turning adaptive stimulation off. The rep reported that they left off adaptive stimulation for new program and changed her transition time on the program with adaptive stimulation. The issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient, via manufacturer representative, regarding patient's implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. Caller reported the adaptive stimulation issue that stimulation output changed unexpectedly. Patient was claiming that stimulation changes at different times. The specific instance that was mentioned by the caller was when standing or sitting stimulation changes to 2.5v or sometimes it goes to 0v. Another manufacturer representative met with the patient last week and reoriented the ins. The caller was not with the patient currently but stated that the patient called her today to indicate that this issue was continuing to occur. The caller was going to follow up with the patient. No further complications were reported/anticipated. Additional information was received from the rep. Aware date was provided as (B)(6). Patient was scheduled for an evaluation on (B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient¿s implant had been reoriented, but the patient was still getting incidents of surges when moving around, such as getting out of cars. It was recommended adjusting the upright position to xxs to make sure that the patient had the higher level of stimulation only when she was truly in the upright position. The upright position was 1.5 volts, upright and mobile was 2.5 and laying back was 1.3 volts. The rep reported that with adaptive stimulation turned off for the last 1.5 week, the patient hadn¿t had incidents of surges, but the patient like the adaptive stimulation function. No further complications were reported.